Manufacturer narrative:
Concomitant medical products: sedr01 ipg; implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates in the 30s. Loss of capture was observed with possible undersensing/oversensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.